Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include:  97755 intellis recharger (s/n (B)(6))  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated he needs a new li battery pt clarified the implanted neurostimulator will not charge good patient stated the ins will charge but it takes forever and then it stops and says the battery needs to be replaced patient stated he has been getting this message for several months while trying to charge the ins. Patient stated the controller does charge to 100%. Pt stated he disconnects the recharger cord and reconnects the cord to the controller to resolve the issue. Patient connected the controller to ac power and verified the green light is flashing on the controller. Pt stated his controller is not charged. The issue was not resolved. 2024-mar-20 rtg0559855 (con): patient explained that yesterday they were recharging the implant twice and both times the controller cut off and said "replace controller batteries soon." Patient stated that they went to turn the stimulation back on because they were hurting real bad, but they felt like they got shocked like they stuck their finger in a light socket. Patient stated the sensation was outside their body and confirmed they were wearing the recharger when this occurred. Patient explained that it was so unpleasant and they still feel sore today from it. Patient noted they were shocked twice and but said they don't think they were wearing the recharger the first time it happened. Agent was trying to clarify the information and timeline of events, and patient said the stimulation had been on earlier in the day and was working fine. Agent had patient reset the controller and examine the equipment for damage; patient denied visible damage. Patient unlocked the controller and saw stimulation was off and both the implant and controller batteries were at 100%. Patient did not want to try turning stimulation back on. Agent was suspicious that the recharger was related to the shocking sensation. A replacement recharger was sent out. Agent advised patient to follow up with their local mdt rep to check their stimulation settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient confirmed their weight at time of event was 208 pounds.